Event description:
It was reported that during a re-treatment of an unruptured, saccular vertebral aneurysm located in the right vertebra with a maximum diameter of 7 mm and a neck diameter of 4 mm, the pipeline flex shield 3.75mm x 12mm was used. After deployment, the pipeline delivery catheter would not re-enter the phenom 27 catheter, and the ptfe sleeves would not enter the phenom 27, necessitating removal of the system as a unit, which was not the preferred method. The vessel tortuosity was described as moderate. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was measured at 220. The angiographic result post-procedure was reported as good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pushwire was returned stuck at the distal tip of the phenom 27 catheter, inside a bio-hazard bag, and a shipping box. The pipeline flex shield braid was not returned as it was implanted in the patient. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube and ptfe shrink tubing were also intact, exhibiting no signs of elongation. However, the distal pushwire appeared to be kinked approximately 1.8 cm from the distal tip coil. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was flattened between 2.0 cm and 7.6 cm from the distal tip. No other anomalies were noted. Testing/analysis: the pushwire was difficult to push out from the catheter lumen. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, it became stuck at 7.6 cm from the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.